Event description:
A technical issue with the customer's insulin pump was reported, indicated by a malfunction alarm with code 16, which could not be reset. The malfunction's impact on the customer's blood glucose level was unknown as the customer declined to provide details. The customer was instructed by technical support to use multiple daily injections as a backup therapy and to put the pump into storage mode before returning it. Tandem technical support arranged for a replacement pump to be provided, and the customer was to return the faulty pump using a pre-paid label. The customer acknowledged and understood the instructions provided.